Event description:
Revision was performed on the patient for a falling knee. Potential poly wear claim per legal.

Manufacturer narrative:
Examination was not possible as no product has been returned. The product is part of a 20-piece lot, sterilized by the method of gamma irradation (in air), and released for distribution in may of 1993. Review of the device history records did not find any deviations or anomalies. A search of the complaint database did not find any additional reports for this product code / lot. The need for corrective action is not indicated. The prouct code is an obsolete item. Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.